Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing of alinity I total b-hcg reagent lot 65769ud01. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot 65769ud01.

Event description:
The customer observed false positive alinity I b-hcg results on one 33yrs old female patient. The results provided were: initial=1414.56 miu/ml (> 25.0 miu/ml =positive) /repeated =< 2.3 miu/ml (< or =5.0 miu/ml=negative) /colloidal gold method=negative there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I b-hcg results on one 33yrs old female patient. The results provided were: initial=1414.56 miu/ml (> 25.0 miu/ml =positive) /repeated =< 2.3 miu/ml (< or =5.0 miu/ml=negative) /colloidal gold method=negative there was no reported impact to patient management.